Manufacturer narrative:
This report is submitted on july 01, 2024.

Event description:
Per the clinic, the patient experienced an infection around the abutment site and subsequently was treated with antibiotics (specific type, date and duration not reported). The implanted device remains. Additional information has been requested but it has not been made available as of the date of this report.